Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other, unrelated, repairs proper device operation was observed through functional and performance testing and the device was returned to the customer for use. A review of the electronic device records verified that there was an intermittent connection between the device and the patient; however, the cause could not be conclusively determined. (B)(4).

Event description:
The customer contacted physio-control to report that during use on a patient, the device would be begin to charge and then an error message would appear on the screen. The user checked the electrodes and was unable to find a problem with the device. The patient expired. It was reported that the patient was never in a shockable rhythm and care was not affected by the issue.